Event description:
It was reported the right ventricular pace/sense lead experienced oversensing. It was capped and replaced. It was also reported the left ventricular lead had poorer thresholds than another left ventricular lead implanted, so it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.